Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband was at work and as he was trying to fill his reservoir while priming, it just kept going and did not detect that the reservoir is filled. Customer was not successfully contacted and a voicemail message was left.